Manufacturer narrative:
On 1/7/2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on a review of the limited sensor data available in the data management system (dms), no calibration around the time provided that matches the values given was found. Escalation analysis did not indicate any system malfunctions, however, as a proactive troubleshooting measure, support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The user successfully performed the sensor re-link. System performance post re-link was within expectations. The user was advised to continue using the system, calibrating as prompted by the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.